Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer plugged the pump into their computer in preparation for pump training and subsequently a malfunction alarm occurred. There was no impact to blood glucose as the patient had not yet started using the pump for insulin therapy and had been relying on manual injections. Reportedly, the customer continued to use manual injections for insulin therapy.